Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, wall adapter, and alternative cables and adapters. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump required replacement, planned to use multiple daily injections as backup insulin therapy, and received instructions for storage, shipping address confirmation, and returning problematic pump to tandem within required time frame.